Manufacturer narrative:
The clinical representative was unaware that the patient had an infection until the implanting clinician's office contacted him. The clinical representative contacted the patient to gain more information on the occurrence. The patient informed the clinical representative of having a nalu implant. The physician placed the nalu pns implant to the right superior cluneal about six weeks ago, and the patient developed an infection at the site. The nalu implant was removed due to the infection. The patient also disclosed that the infectious disease doctor is concerned that the scs is close to the infected area from the pns and would like the implanting clinician to remove the stimwave scs. The patient explained to the clinical representative that stimwave was not notified of the infection because the issue did not involve the stimwave system. The patient was scheduled for an explant procedure on (B)(6) 2021. However, the patient exhibited cardiac problems on that day when in the operation room, and the implanting clinician decided to reschedule the explant procedure. On (B)(6) 2021, the explant procedure was conducted successfully per the patient's request. The implanting clinician stated that there was nothing wrong with the stimwave implant and the explant procedure was elective. The patient has been treated with antibiotics for the infection. Clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed in accordance with the product instructions for use. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found. Risk document design fmea for scs ((B)(4)) and hra for scs ((B)(4)) was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required. Stimwave's global infection rate: (B)(4).

Event description:
On (B)(6) 2021, the implanting clinician's office contacted the clinical representative to disclose that one patient was being scheduled for an explant procedure on (B)(6) 2021, due to experiencing an infection.